Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a warning on a carelink transmission stating low impedance measurements and lead revision was completed. No additional adverse patient effects were reported. This rv lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right ventricular (rv) lead exhibited a warning on a carelink transmission stating low impedance measurements and lead revision was completed. No additional adverse patient effects were reported. Due to the limited information received, it is unknown if this rv lead remains in service, and further follow-up to obtain related details was not possible.

Manufacturer narrative:
Corrections made to the b5, device code, and manufacturing site fields. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.